Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a guidewire crossed the lesion, a 4.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4.0-30 coyote balloon catheter. No patient complications were reported.